Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device alarmed for leakage te 231008 (tagd_o2valveleak)". This occurred was noticed at start-up during the booting process and has not been further explained nor clarified. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. 13-aug-2024, follow up no 1: webtrader was down on (B)(6) 2024. We received no confirmation if the initial MDR was correctly submitted. Follow-up 2 - device evaluation: root cause: the log files have been reviewed and confirmed the occurrence of the reported technical event 231008. The device was not returned for investigation. However, the technician on site found the o2 mixer assembly as the cause of the leakage. After the replacement of the defective o2 mixer assembly (part no: msp161609) all performed tests were successful.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device alarmed for leakage te 231008 (tagd_o2valveleak)". This occurred was noticed at start-up during the booting process and has not been further explained nor clarified. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device alarmed for leakage te 231008 (tagd_o2valveleak)". This occurred was noticed at start-up during the booting process and has not been further explained nor clarified. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. 13-aug-2024, follow up no 1: - webtrader was down on 12-aug-2024. We received no confirmation if the iniital MDR was correctly submitted.